Event description:
The pt was a 68-yr-old woman with a negative history for smoking and alcohol and had no known allergies. Her medical history included a history of heart disease, CABG in 1988, chf, bronchial asthma, hypothyroidism, osteopenia, bilateral carotid artery disease and polymyalgia rheumatica. During surgery for repair of a displaced subcapital fractured left hip, the pt was under spinal anesthesia. While the bone cement was being placed, the pt lost her blood pressure and went into a cardio-pulmonary arrest. The pt did not respond to resuscitative efforts.